Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen and contamination on the force sensor with the sensor being out of calibration. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump was returned with a dim and discolored display screen. A test screen was installed and displayed properly. Additionally, during testing, the force sensor calibration was found to be out of specifications. The pump was opened and evidence of contamination was found on the force sensor plate. Unrelated to this, the audio bolus button was found to have a torn cover. The button was fully functional and no contamination or misalignment was found. Additionally, evaluation revealed a cracked battery compartment. (B)(6).